Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported the string pulled out from two pessaries during removal and three pessary strings were too short. She was able to manually remove the pessaries and did not seek medical attention.